Event description:
A tritanium pl cage fractured intra-operatively during cage insertion leading to a 5 minute surgical delay.

Event description:
A tritanium pl cage fractured intra-operatively during cage insertion leading to a 5 minute surgical delay.

Manufacturer narrative:
The visual inspection revealed that the cage was returned in 2 pieces, fractured in half, with the left side top post pushed upward. The other 3 posts were not returned. The device and complaint history records were reviewed, no relevant manufacturing issues or similar complaints were identified. From the tritanium pl surgical technique: if difficulty is encountered while inserting the implant, it most likely represents: contralateral disc material which may be blocking passage of the implant. Inadequate distraction. An undersized annulotomy. Oversized implant. Check for adequacy of the discectomy; ensure that distraction is maintained, and remove the impediment. Then, continue to insert the implant. The distraction should be released to facilitate optimal placement of the implant. Precaution: do not twist, cantilever or rotate to achieve final position. This may result in damage to the implant. It was reported that the disc space was not distracted, there was no twisting or rotation applied during insertion, no trials were used, the avs pl 11mm inserter was used, the implant was not at a difficult angle, no cantilever force was used, implant was not repositioned, es2 was installed as the supplemental fixation, and no compression was applied. It was reported that the user did not distract and trialing was not performed. These are both root causes identified for tritanium pl fractures and these steps are outlined in the tritanium pl surgical technique.